Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient underwent the primary surgery via tha for left hip joint about 30 years ago at another hospital. On nov 3, 2023, x-rays showed an upward shift of the epiphyseal center due to liner wear. No loosening of the cup itself or loosening of the stem side was observed. Details of the case history were unknown. However, it is speculated that the cup may have been an acs cup (trilock plus) and aml-a may have been used on the stem side. The surgeon wished to replace the liner, but since the liner could not be made to order, the cup was removed and replaced with another company's product (zb's g7 dual mobility). The revision surgery date is scheduled for (B)(6) 2023. The surgeon mentioned that it had been more than 30 years since the primary surgery, and that the liner wear over time was the cause. It was also observed that the cups were installed somewhat steeply. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.